Event description:
It was reported that the inflatable penile prosthesis (ipp) device is going to be revised because they have been unable to activate the pump since the device was originally implanted.